Event description:
It was reported the patient's nj (nasojejunal tube) "tube was completely fractured within the patient's stomach. Patient had been increasingly irritable and looking back on abdominal x-rays, it can be seen on x-ray. Patient was taken to ir (interventional radiology) to have fractured piece removed. Additional information received 29-jan-2026 stated there was no permanent damage/injury to the stomach or any other body structure. Additional information received 04-feb-2026 stated the device was in place for approximately 6-days, no difficulty inserting. The device broke at the 16th mark. The device was being used for continuous feedings. The device was used for oral and/or crushed medications, the feeds did not appear to be thickened. The device was flushed manually every four hours. There was a history of the tube being clogging prior to the rupture. The solution cotazym was used to unclog the tube.

Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. A review of the device history record and UDI number are in-progress. All information reasonably known as of 17-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.